Event description:
During endometrial ablation procedure using novasure device, difficulty was encountered with the disposable handpiece. Post-insertion the device sent "array position led" message. Physician attempted several times to correct positioning and continue, device would not work. The physician followed steps outlined in novasure manual to attempt to mitigate the error without positive result. Per the instruction he then removed the device and attempted to deploy the array outside of the patient's body. The array would not deploy at this point and per instruction the device was replaced with a new device, which completed the procedure. Physician is very familiar with novasure device and has never experienced this issue.